Event description:
The rptr indicated that during the pt's surgery, fluid was seen in the lead. It was reported that the lead impedance was "ok", which indicates that the device is delivering therapy. It is unk why the pt was having surgery. The fluid in the lead was most likely discovered during the pt's recent surgery to replace their generator that was at end of svc.